Event description:
It was reported that the touch pen found a dead spot on the display screen. It was also reported the programmer was having stylus and display challenges. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. Display overlay/bezel assembly found out of electrical specification. Concomitant products: product ID 2067l rf (radio frequency) head; product ID 229047 analyzer. (B)(4).